Event description:
Philips received a complaint from the customer on the v60 indicating that after pulling the device from storage, while performing preventative maintenance, it was observed that the battery was not charging. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for a power supply. The customer replaced the power supply to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be